Manufacturer narrative:
Refer to cn-(B)(4) for the second system.

Event description:
It was reported the patient received the following results within 15 minutes: 438 mg/dl (patient´s accu-chek guide meter) and 190mg/dl (patient´s friend accu-chek guide meter).